Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, there was damage to the liquid crystal display (lcd) on the device. The investigation is still on-going at this time. A follow-up report will be submitted when the manufacturer's investigation is complete. Additional findings not related to the malfunction/issue was the internal battery being depleted on the device.